Event description:
A report was received that the patients spinal cord stimulator (scs) was nonfunctional. The patient underwent an explant procedure.

Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 15041266/15041266, model/catalog description: linear st lead kit 50 cm. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patients spinal cord stimulator (scs) was nonfunctional. The patient underwent an explant procedure.